Event description:
A pt called to report a corneal ulcer while wearing acuvue 2 brand lenses. The pt refused to provide additional info regarding the injury as well as name and contact info. This is being reported as co is unable to rule out the occurrence of a serious injury due to limited info.